Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet would not power on and appeared not to charge on the wireless charging pad despite verifying correct placement and trying another outlet, and comparative testing by a clinical specialist showed other ilets charged normally on the same pad; the patient was not using the ilet for therapy at the time and a replacement ilet was provided. Symptoms included no patient symptoms. Outcomes included no clinical impact and no medical intervention. Investigation included customer support troubleshooting and comparative device testing by the clinician. Investigation of this device revealed a power or charging malfunction consistent with battery depletion or failure to accept charge, with no alarms reported and no evidence of charger pad malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction related to the power or charging subsystem.